Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with his scs ipg and the patient controller since his shoulder surgery. A company representative met with the patient but was unable to connect to the ipg with the clinician and patient programmers. Additional troubleshooting did not resolve the issue. Surgical intervention may be taken to address the issue.

Event description:
Additional information received identified the patient's scs ipg was replaced with a new one.